Event description:
It was reported that the patient expired approximately 25 minutes following implant of the pacing system. No signs of complications were noted following the implant procedure. When in the ccu, the patient coded. Cardioversion was attempted without success. A subsequent autopsy revealed perforations in the right atrial appendage and the descending aorta. It was noted that the patient had previous atrial ablations.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
.